Event description:
It was reported that surgeon revised left hip - adm cup, due to the anterior column of patient's pelvis breaking and the cup became dislodged medially into the pelvis.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an adm shell was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this periprosthetic fracture could not be determined based on the information provided. X-rays of the fracture were not provided for a review with a clinical consultant which is need to fully understand the location and extent of the fracture. A review of the surgical protocol indicates that during implantation. Surgical judgment is used to assess bone stock, amount of interference, and proper amount of under-reaming. When implanting the restoration adm cup, 1.5mm of interference fit is not always necessary when dense, hard, sclerotic bone is encountered. In this situation it is recommended to over-ream by 1mm, thus leading to an interference fit of 0.5mm. This may reduce the potential for problems that typically occur in dense bone such as acetabular fracture or failure to fully seat the implant.

Event description:
It was reported that surgeon revised left hip - adm cup, due to the anterior column of patient's pelvis breaking and the cup became dislodged medially into the pelvis.

Manufacturer narrative:
It was noted that the sales rep would try to obtain the devices for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.